Event description:
Reportedly during the repair of a perforated bowel with this device, the needle broke in half. An x-ray was taken to find the two needle pieces. Additionally, fluoroscopy was used. Procedure type: unk. Pt sex: unk.